Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2008; 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device longevity was less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
Evaluation summary continued: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.